Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an aortic root aneurysm and a proximal descending thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt was implanted with a medtronic heart valve 19 months ago for the aortic root aneurysm. On an unk date, the pt underwent aortic root and total arch replacement in which the ascending aorta and aortic valve were removed and replaced with medtronic talent thoracic grafts. In addition, another MFR's thoracic stent graft which was deployed antegrade to repair a proximal descending thoracic aortic aneurysm. Details on the identify of the medtronic grafts are not available. The pt expired one year later from sudden asystole and could not be revived. No additional info was provided.

Manufacturer narrative:
Eval results: death. Aortic root aneurysm.